Event description:
Reported due to dislodgement of stent. The pt had a stent placed in the lad five months prior to the event. At the time of the event the pt was re-evaluated during a cardiac catheterization and a re-occlusion was noted in the lad. The physician placed a 3.0 x ?mm stent in a "tortuous" vessel, causing a perforation at the distal end of the stent. The physician then attempted to advance the jostent graftmaster 3.0 x 12mm but was unable to cross the perforation. The vessel was reportedly 3.0mm diameter. The physician gave up and tried to pull the stent through a 6 fr. Guide catheter causing "shearing and dislocation of the stent." The physician was unable to remove the stent from the pt, so he chose to deploy the stent in the proximal lad. The pt subsequently underwent bypass surgery. Pt was discharged home and is doing well. Pt was recently seen in the doctor's office and their only complaint was shortness of breath, which is reportedly a "chronic symptom."